Manufacturer narrative:
This report is submitted on august 31, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence due to an infection and was treated with oral and topical antibiotics. The patient then underwent revision surgery (date not reported) to clear the infection and repositioned the receiver/stimulator. The implanted device remains.